Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was depleting prematurely. The battery of this device has one year left which was faster than expected. Representative discussed that we need to have the model/serial number to analyze the device. The device remains in service. No adverse patient effects were reported.